Event description:
My eyes started bothering me. They were red and sensitive to the sun. I would use some eyedrops and take the contacts out and they would get better. I can't wear my contacts at all. I have been to the eye doctor and have a bacterial infection in my corneas. I have been using complete moisture to soak my contacts in. I am on my second bottle of eyedrops and will be going back for a recheck with my eye doctor. I can no longer wear contacts. Dates of use: twenty days in 2007. Diagnosis: soaking contacts in solution. Event abated after use stopped: no.